Event description:
It was reported that the middle set screw of a cross connector sheared at the set screw/driver interface during final tightening with a torque driver. The set screw was locked as intended. Pt's status: satisfactory.